Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00487, 3005168196-2018-00488, 3005168196-2018-00490. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached a ruby coil using a lantern delivery microcatheter (lantern). The physician then attempted to deploy four other ruby coils, however was unable to due to the extreme angle of access into the aneurysm, despite making multiple adjustments to the placement of the lantern. Consequently, the physician felt resistance and the ruby coils unintentionally detached within the microcatheter. The physician removed the lantern to pull out each of the four detached ruby coils, and reinserted the same lantern. The procedure was then completed using the same lantern and additional ruby coils after the access sheath was adjusted. There was no report of an adverse effect to the patient.